Event description:
It was reported that the patient presented to the hospital complaining of weakness. The pulse generator exhibited loss out of output and could not be interrogated. The device was explanted and replaced on (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.